Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting completely. Upon troubleshooting action, fse identified that the system does not initialize. Fse reloaded system software, replaced suite pc hard disk, and recovered deleted data from hdd. After replacement, the system was returned to use in good working order.